Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a low blood glocose event where patient's blood glocose level dropped to 20 mg/dl. Patient called emergency medical services (ems) but was not hospitalized. It was reported that wrong sensor reading led to this event. Patient had type 1 diabetes. Other than insulin the medication taken to treat diabetes was glucagon. No further information available.